Event description:
It was reported that the customer was experiencing high glucose for the past few months and has been hospitalized twice as a result of the high blood glucose. The customer declined to troubleshoot as she requested to have a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.